Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by (B)(6). The patient had scheduled retrieval procedures on or about (B)(6) 2016, (B)(6); it is unclear whether the filter was able to be retrieved. The complaint indicates that the filter was not removed/retrieved, but also states the filter was removed on (B)(6) 2018. The complaint alleges that the filter is (or was) embedded and has caused perforation and the need for multiple retrieval surgeries. Argon¿s attorneys are attempting to gather additional information.